Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the error and the tsr informed the hp of the error's meaning. The hc was ready for the next use and the hp would complete drain with manual supplies if he had them. If not he would reset up the unit with fresh supplies and use initial drain to drain out. Product surveillance contacted the patient on (B)(6) 2010. The patient stated the following: nothing was noticed with the supplies and using new supplies cleared the alarm. The sample was discarded and the lot number was unknown. The box of cassettes was used for therapy so a companion sample was not available. The patient stated the nurse was contacted and was told to use heparin. Therapy had been going fine since the event. No patient injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.